Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2.5 mg/ml dilaudid at a dose of 1 mg/day and 5 mg/ml bupivacaine at a dose of 2 mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was hit by a motor vehicle while in a wheelchair, causing a significant fall. The patient also lost 20-25 lbs recently and the pump had shifted in the pocket causing discomfort. The patient experienced withdrawal symptoms, nausea, vomiting, chills, return of pain, and diarrhea. The pump was interrogated and the logs were read, no motor stalls were noted. The patient was unable to have dye study due to severe allergy to contrast. The pump pocket was opened, the catheter easily aspirated of 1 cc of fluid. The pump was then placed in a mesh pouch to help it adhere to tissues and stay in place and returned to pocket. The pump pocket was opened, no occlusion of the catheter was seen. The catheter access port (cap) was accessed and 1 cc of fluid was aspirated easily. After the surgery, the patient said he had been taking his oral pain meds more frequently than prescribed, and when he was getting low he started cutting back on oral pain meds. The issue was resolved at the time of this report and the patient's status as "alive - no injury". No further complications were expected or anticipated.